Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - visual examination of the returned device found signs of being implanted wear/discoloration / foreign material and all three of the posts have fractured off. - the root cause of the event was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Explant date: unknown. Complaint sample was evaluated and the reported event was not confirmed. Review of radiographs by a health care professional identified the following: imaging findings which raise suspicion for periprosthetic lucencies between the patellar hardware and the adjacent bone. This is suspected be present, but is difficult to confirm with this single provided suboptimal lateral view. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was considered revision three years post-implantation due to wear and hardware failure of the patella. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vngd ps+ tib brg; p/n: ep-183746, l/n: 238830; bmet regenx pri tib tray; p/n: 141273, l/n: 185950; rgx 3 peg ser a patella; p/n: 141356, l/n: 243150; vgd ps open por fem; p/n: 184504, l/n: 315870; biomet finned pri stem; p/n: 141316, l/n: 543580. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient was revised 3 years post-implantation due to wear and hardware failure of the patella. No additional patient consequences were reported.